Event description:
Healthcare professional reported injecting a patient in the cheeks with 1 ml of juvéderm® voluma¿ xc. When removing the 25 g cannula from the left side, ¿blood poured out rapidly¿ and the patient experienced ¿significant pain.¿ the healthcare professional applied pressure and noticed ¿blanching¿ in the area. The healthcare professional believes they ¿occulted an artery,¿ suspecting ¿vascular occlusion.¿ that day, a capillary refill test was performed that resulted in ¿less than 3 seconds.¿ two days later, the patient was injected with hyaluronidase. The blanched area ¿migrated¿ over time, and hyaluronidase was continuously injected as it moved the next 2 days. A total of 300 units were injected each time. The next day, the patient no longer had pain and the color improved drastically. A large ¿bruise¿ is ongoing, but the event was noted as resolved.

Manufacturer narrative:
Suspect product: lot number 963/3. Health effect - impact codes: f15. Type of investigation code: b15, b17, b20. Investigation conclusions code: d1101. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.